Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 90 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting on (B)(6) 2015 07:00am produced test results of 151 mg/dl, 140 mg/dl, and 131 mg/dl. Storage of product not provided. The test strip lot# not provided, since customer already used all of the strips in the vial and discarded it. The meter memory reviewed for fasting test results (date / time not set): 1:130mg/dl (B)(6) 2015 07:50am ; 2:169mg/dl (B)(6) 2015 08:43pm ; 3:102mg/dl n/a ; 4:105mg/dl (B)(6) 2015 06:36am; 5:89mg/dl (B)(6) 2015 01:29am. Adverse event not reported.